Event description:
The clinician reports the implant was inserted (B)(6) 2008 in fdi 11. On (B)(6) 2019, fracture of the implant was verified. Patient presented with bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.